Event description:
On the 12th march 2023 it was reported via email that an (suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented) - (batch#14992663) had an issue where the surgeon was performing a lateral ligament stabilisation and when he was trying to insert the limbs of the fibertape into the eyelet of the 3.5 swivelock (ar-2325bcc), they would not fit. He tried several times to pull it through to no avail. They decided to open a second anchor and the tape passed through the eyelet without any issues. There was a case and patient involved. Another anchor was opened to complete the case.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to trying to insert the limbs of the fibertape without a suture threader.